Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that this lead was implanted via halo procedure. It was wrapped around the heart with another medtronic lead. Surgeon felt that the coils were touching. Subsequent shocks were normal at 25 ohms. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).